Manufacturer narrative:
No product has been returned for evaluation. Radiographs were provided but did not show any issues related to the 4web device. Revision surgery involved replacement of pedicle screws. The 4web implant was not repositioned or explanted. Review of production records did not indicate any issues related to manufacturing that may have contributed to the event.

Event description:
It was reported that the patient experienced pain approximately one year post-op. A revision surgery was performed which resulted in replacement of pedicle screws. 4web implant was not repositioned or explanted.